Event description:
During an initial implant procedure, there was a failure to advance the left ventricular (lv) lead into the catheter. The lead was explanted and a new lead was implanted to resolve the event. The patient is stable with no consequences.